Event description:
Covidien rec'd info that the 840 ventilator had a damaged oxygen (o2) sensor. The ventilator was not in use on a pt at the time the failure occurred. Covidien inspected the device and replaced the o2 sensor assembly. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).